Event description:
Additional information received reported that the patient had not had surgery yet and the date was still unknown. If additional information is received, a supplemental report will be filed.

Event description:
It was reported that the patient¿s new lead went into the same track as the old lead and the patient was not having any benefit from essential tremor. It was indicated that the patient would have another lead revision, but it was not sure when. Additional information received reported that impedance was all within normal limits, there were no malfunctions seen or cause of issue determined, and the patient was not receiving effective therapy.

Manufacturer narrative:
Product ID 3387s-40 lot# va08t93, implanted: 2013 (B)(6); product type lead product ID 37642 lot# serial# (B)(4); product type programmer, patient product ID 3708660 lot# serial# (B)(6), implanted: 2013 (B)(6); product type extension product ID 3387-40 lot# j0511466v, implanted: 2005 (B)(6); product type lead product ID 748251 lot# serial# (B)(4), implanted: 2005 (B)(6); product type extension product ID 37602 lot# serial# (B)(4), implanted: 2011 (B)(6); product type implantable neurostimulator. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# va08t93, implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type: lead. Product ID: 3387s-40, lot# va0b3p2, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that the patient had a revision the day of the report. The doctor tried placing the lead in the ventral intermediate nucleus (vim) and testing was performed using the lead up to 7 volts, 220 pulse width, and 120 hertz. It was noted that the patient did not receive efficacy and the doctor then tried implanting in the subthalamic nucleus (stn). It was reported that the patient did get a little efficacy, "but not great" and the patient still had tremor in the right hand. It was noted that the doctor chose to leave the lead in the stn since the patient did receive some benefit.